Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma. No medical intervention was specified by the patient. The reported event of asthma and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as serious injury and following correction were made to reflect adverse event. Section(s) b1, b2 has been corrected to reflect adverse event. Section h1 has been corrected to reflect serious injury. Section(s) h6-clinical code and impact code.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported asthma. Medical intervention was not specified. There is no allegation of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.